Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "...I (associate) depressed the plunger of a 3ml syringe and water sprayed via a the injector."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: one used phaseal optima injector n35- o from lot 2011313 received for investigation, after a visual inspection of optima injector no defects could be found on the membrane nor the injector that could lead to the event reported. The membrane was already punctured. Phaseal optima injector is considered a closed system transfer device (cstd) when connected with a connection stick. The intended use for optima injector is to be connected to a mating component to be a closed system for transferring drugs. Since the optima injector was not connected to a mating component, it could not be considered as a closed system and therefore; root cause of the event reported could be classified as a misuse of the device. A device history review was performed for lot 2011313, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "...I (associate) depressed the plunger of a 3ml syringe and water sprayed via a the injector."